Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry by a phone call from the patient's husband, approximately 2 months post implant of a 29mm sapien 3 valve via transfemoral approach in the aortic position, the patient passed away. The caller stated, 'he got an infection and they were not able to get rid of it because the infection was holding on to his heart valve. The heart valve was a major contributor to his death.'

Manufacturer narrative:
Upon review of medical records, the patient underwent a successful right tf tavr procedure in the native aortic annulus to treat severe aortic stenosis. Post deployment images showed a well-positioned 29 mm s3 valve with trace posterior paravalvular leak and no gradient. There were no complications or device malfunctions during the procedure. Post-operative day (pod) 1 tte done reported that the s3 valve structure and function were normal, with trivial perivalvular leak and a mean gradient of 8.0 mm hg. The hospital course was uneventful and the patient was discharged to go home on pod-1 in stable condition. Although medical records were provided by the facility, the medical records received were from the tavr procedure admission, approximately 2 months prior to the patient's demise. For this reason, the cause of death remains unknown. However, at the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device, nor a causal relationship with the valve. The echo reports provided by the facility reported that the s3 valve had normal function. It is likely that the patient demise was related to the patient's comorbidities (uncontrolled diabetes, renal failure s/p kidney transplant, kidney transplant rejection with esrd in hemodialysis, sirs, pafib, the patient refused diabetes education). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.